Event description:
Reportedly, during an exam the counterweight cable for the spot film device broke resulting in the spot film device dropping down. Reportedly, the spot film device was grabbed by the dr and technologist thereby preventing it from hitting the pt. No injuries were reported.